Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the laser burn marks at the ceramic tip was due to degradation. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During onsite inspection of the rigid endoscope sheath, laser burn marks at the ceramic tip was found. There was no patient involvement.